Event description:
The affiliate reported the customer alleged reproducible false positive troponin I (accutni) results, for one patient, involving unicel dxi 800 access immunoassay system. Troponin I results were consistently within 0.08 and 0.10 ng/ml. Subsequent testing on an alternate methodology recovered a negative result. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment for this event date.

Manufacturer narrative:
There is no indication service was dispatched for this event. Interference testing at beckman coulter customer product line support (cpls) laboratory confirmed an interference which likely relates to alkaline phosphatase. This interfering compound, distinct from heterophile antibodies, causes reproducible false positive results. As for heterophile antibodies interference, the results do not correlate with the clinical status of the patient. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase 41 and 42. Carefully evaluate the results of patients suspected of having these types of interferences. All related medwatch reports associated with this event: 2122870-2012-00765, 2122870-2012-00824. 2122870-2012-00825, 2122870-2012-00826.